Event description:
It was reported that: "during inspection in central sterile it was noticed the broach handles were cracked."

Manufacturer narrative:
Summary of evaluation. The investigation concluded that the event is related to other previous events for this product where the handle fractured inferior to the strike plate. Investigations of these previous events concluded that the root cause was design related. Design change was released to strengthen the area between the strike plate and handle. The per devices were manufactured to the previous design configuration. The revised configuration has no small holes inferior to the strike plate which can allow the initiation and propagation of fractures. No similar events have been reported for products manufactured after full implementation of this design change. If cracks are found the handles are to be returned to stryker orthopaedics under (B)(4). Lot codes of other devices listed in this report: lot # pzkab, manufacture date: 11/17/2005, lot# pya60, manufacture date: 07/04/2004.